Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to discovery of the fluid leak, there was an m31 air detected in cassette alarm that occurred during drain 4 of 5. After failing to bypass the alarm, the patient¿s treatment on the cycler was discontinued. The patient completed treatment by performing manual pd therapy. When the cycler door was opened to remove the cassette, fluid was observed. The inside of the cassette compartment was reportedly wet, and fluid was found on the table underneath the cycler. The patient¿s contact stated fluid had leaked through ¿the holes under the cycler where the lines come out¿. When ts was informed of the leak, the contact was advised to discontinue use of the cycler and a replacement cycler was issued to the patient. No visible damage was identified on the cassette when it was removed from the cycler. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains if necessary. Upon follow up, it was confirmed the patient had received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was also reported to be available for evaluation.